Event description:
The patient received several inappropriate therapies due to noise. The noise was reproducible when manipulating the pace/sense lead. The sense/pace portion of the lead was capped, and defib portion remains active.

Manufacturer narrative:
No medwatch form was received.